Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff was returned to fisher & paykel healthcare (B)(4) for visual inspection. Result: the visual inspection revealed that the gas outlet port of the neopuff was broken off the manifold. A lot check revealed no other complaints of this type for lot number 110408. Conclusion: it is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient"